Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. Moreover, a specific cause for the reported drop in hemoglobin and hematocrit levels as well as a direct correlation with the device could not be determined through this evaluation. The submitted controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2018 ¿ (B)(6) 2019 and appeared to show the system operating as intended with stable pump parameters. No atypical alarms or faults were captured and the actual motor speed remained above the low speed limit without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas lists infection (including driveline infection) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 10 months 1 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for a suspected driveline infection. IV antibiotics were started. Patient found to have significant drop in hematocrit and hemoglobin on (B)(6) 2019. Patient was transfused two units of packed red blood cells on (B)(6) 2019. According to the site there were no obvious reason for blood loss. The pump values and parameters are within normal limits. No unusual events noted. Additional information was requested but not provided.